Event description:
It was reported that the patient presented at the clinic for a follow-up after experiencing a fainting episode. Evaluation revealed that the episode was due to premature battery depletion of the patient¿s pacemaker. Additionally, both the right atrial (ra) lead and right ventricular (rv) lead demonstrated low pacing impedance. The pacemaker, ra lead, and rv lead were all explanted and successfully replaced. The patient remained stable.